Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a blue screen and has a "critical error" message on the screen and then the cns will reboot itself, or the cns will freeze and the bme would have to manually reboot the cns to get it to work again. The bme returned the cns to nihon kohden for evaluation and service. No patient harm was reported. Nihon kohden service department cleaned and decontaminated the returned device. The reported problem of the cns displaying a fatal error" was duplicated. The service department corrected some revolutions settings, activated, and issue is resolved. The service department rebooted the cns and it booted up properly. The service department checked both hard drives and they both were a very old model (500gb).the service department replaced the hard drives in the cns, tested the device for 24 hours and it operates to the manufacture's specifications and was shipped back to the customer. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: reply was received and customer provided the models org-9100 and zm-520 that were involved but could not provide any serial numbers of those devices. Transmitters: model #: zm-520. Serial #: ni. Multiple patient receivers: model #: org-9100. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a blue screen and has a "critical error" message on the screen and then the cns will reboot itself, or the cns will freeze and the bme would have to manually reboot the cns to get it to work again. The bme returned the cns to nihon kohden for evaluation and service. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a blue screen and has a "critical error" message on the screen and then the cns will reboot itself, or the cns will freeze and the bme would have to manually reboot the cns to get it to work again. The bme returned the cns to nihon kohden for evaluation and service. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a blue screen and has a "critical error" message on the screen and then the cns will reboot itself, or the cns will freeze and the bme would have to manually reboot the cns to get it to work again. The bme returned the cns to nihon kohden for evaluation and service. No patient harm was reported. Service/repair summary: nihon kohden service department cleaned and decontaminated the returned device. The reported problem of the cns displaying a fatal error" was duplicated. The service department corrected some revolutions settings, activated, and issue is resolved. The service department rebooted the cns and it booted up properly. The service department checked both hard drives and they both were very old model (500gb). The service department replaced the hard drives in the cns, tested the device for 24 hours and it operates to the manufacture's specifications and was shipped back to the customer. Investigation summary: the cns was put into service on (B)(6) 2012 and a review of the service history for this serial number shows no similar reports and/or tickets. This cns is operating on an older model disk drive and per nihon kohden service department both hard drives on the unit were deemed faulty. The operating time for hard drive(s) is 20,000 hours or two years and there is no history of the hard drives ever being replaced. The overall risk score is (B)(4), as such no corrective actions would be warranted at this time. The following fields are not applicable (na) to the MDR report: b2, d4 lot number & expiration date, d6a - d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h2, h7, h9. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6, b6, b7. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: reply was received, and customer provided the models org-9100 and zm-520 that were involved but could not provide any serial numbers of those devices. Transmitters: model #: zm-520, serial #: ni. Multiple patient receivers: model #: org-9100, serial #: ni. Additional information: b4: date of this report, g3: date received by manufacturer, g6: type of report, h2: if follow -up, what type?, h10: additional manufacturer narrative.